Event description:
It was reported that during a morning preuse check of the anesthesia machine, a student nurse was holding on the bad of the absorber instead of the pole while attempting to adjust the height of the absorber. When the student nurse loosened the wing nut, the absorber assembly slid down onto the student nurse's hand causing a minor soft tissue injury and soreness.